Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was on the customer's belt and customer bumped into something causing the touch screen to shatter. Customer is unable to interact with the pump due to the shattered touch screen. Customer's blood glucose was 301 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.